Event description:
It was reported that post stent placement procedure in the superficial femoral artery, the patient allegedly experienced leg pain and swelling. It was further reported that the patient allegedly had thrombosis due to the distal sfa stent fracture. The patient is reported to be stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation. Provided images demonstrate the placement of a stent inside two previously placed overlapping stents proximal of the knee; the stent struts of the placed (third) stent are not visible in detail but the stent contour like an hour glass confirms stent twisting. A fracture could not be identified. The stent was placed inside another stent for in-stent restenosis; provided images indicated that balloon dilation was performed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions foe use closely describes holding and handling of the system during deployment; in particular the instructions foe use state: 'confirm that the introducer sheath is secure and will not move during deployment. To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position. In regards to pta the instructions foe use state: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' The instructions foe use state: 'the safety and effectiveness of this device for use in treatment of in-stent restenosis has not been established.' H10: d4 (expiry date: 09/2022). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified . As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Expiry date: 09/2022.

Event description:
It was reported that post stent placement procedure in the superficial femoral artery, the patient allegedly experienced leg pain and swelling. It was further reported that the patient allegedly had thrombosis due to the distal sfa stent fracture. The patient is reported to be stable.